Manufacturer narrative:
The patient's dob or age at time of event, and weight are unknown. This information was not available from the facility. During advancement, the angiosculpt device separated in two pieces. Although the separated portion occurred outside of the body, this is being reported conservatively. Recurrence of this malfunction could result in a prolonged procedure. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. Visual examination found the proximal shaft separated approximately 25.5 inches from the distal tip. No shaft buckling was noted, however 3 kinks were observed on the shaft. Based on the complaint details, manipulation of the catheter by the user caused or contributed to the shaft separation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During insertion of the angiosculpt device into the guide catheter, resistance was felt and the proximal shaft buckled and kinked. As the physician straightened out the kink, the shaft broke in his hands. The distal portion of the device was still in the guide catheter; however, the separated portion occurred outside of the patient's body. A new device was used to complete the procedure. No patient injury reported.